Event description:
When patient goes to inject, pen needles are bending into an l shape and not going into the skin. When the pen needles will puncture the skin, when pulling it out, it feels like the end is hooking.